Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost a year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the device was inspected. The root cause was determined to be a small leak or damage that could not be localized exactly. The cuff pressure controller was able to maintain the set pressure, but the motor had to keep building up pressure and did not stop working. In consequence (correction) the intellicuff standalone was replaced. There was no patient or user harm reported.

Event description:
The customer complained that when using this intellicuff it would not rise to the set pressure. According to the report, it seemed that it was only pressurizing to about half of the set value of 25 cmh2o.